Manufacturer narrative:
The previous MDR was submitted by william cook (B)(6) under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, limited physical activity the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to post pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges physical limitations. Per a (B)(6) 2015 ivc filter placement: "findings: inflow defects from the renal veins are apparent. Final images depict appropriate position of the inferior vena cava filter and confirm patency of the inferior vena cava. Impression: technically successful placement of inferior vena cava filter following inferior venacavagram". Per a (B)(6) 2018 CT abdomen: impression: inferior vena cava filter with the limbs of the filter penetrating the wall of the ivc without adjacent organ perforation".